Event description:
The report from the field indicated that the proximal stent struts of the device were noted to be uplifted on inspection prior to use in the pt. The product was not used in the pt. There was no pt injury. No add'l info is available.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Add'l info will be submitted within 30 days upon receipt.